Manufacturer narrative:
The reported event of ¿guide wire pierced the lv quartet lead¿ was confirmed. As received, a complete lead was returned in one piece. Visual inspection found procedural damage to the lead body insulation and inner coil at the s-curve region. The cause of the reported event is consistent with procedural damage.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the guidewire pierced the left ventricular quartet lead. The lead was removed and replaced. The patient was in stable condition.